Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the synchron lx I 725 instrument. The customer indicated that erroneously high accu tni results were obtained from multiple patient samples that recovered in the normal range upon repeat. There is no information how many patients were affected in this event and the actual results were not provided. At this point, it is unknown if the initial accu tni results were above the ami cut-off value of 0.50ng/ml. No additional information regarding this event was provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Clinical information, pre-analytical sample handling and the instrument performance information have not been supplied. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse replaced: dirty mixer bearings, mixer belt, peri-pump tubing and aspirate probes. The fse adjusted mixer speed. The fse conducted verification testing which passed within specifications. The fse verified the instrument performance per established procedures. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.